Event description:
Pt is a 6 yr old female ventilator dependent due to quadriplegia. Seizure disorder. Pt at home with nursing services and family caregivers. Pt experienced respiratory distress on 090696. Pt was transported to hosp with subsequent death at hosp on 090798. Death then became a coroner investigation in progress. Home health agency rec'd notification of coroner ruling/report on 052098. Ruling/report was found to be "hypoxic encephalopathy due to inadequate mechanical ventilation." Date of report is within the 10 days of notification of cause of death.